Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED had no maintenance and was never setup. The AED was placed into service without pads or battery connected.

Event description:
A customer reported that their AED's battery pack was depleted. They reported that this did not occur during patient use.